Event description:
The patient was implanted with a left ventricular assist device. The vad coordinator reported that the patient was experiencing red hazard/low flow alarms at home, which were confirmed during a device interrogation. The patient experienced occasional 'dizziness' during the low flow alarms. The vad coordinator reported that the patient's blood pressure and fluid status were both "optimized". She did note that the patient's driveline had "lots of external damage", which was covered with rescue tape. The vad coordinator later confirmed that the low flow alarms were due to a "malpositioned inflow conduit", which was confirmed through a CT scan. Per the vad coordinator, the patient is not a surgical candidate. They wished to treat the patient palliatively. The software on the patient's system controllers was updated.

Manufacturer narrative:
No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.